Event description:
Customer reported that a a2b positive patient had typed as b positive on the echo.

Manufacturer narrative:
Advised the customer that according the operator's manual, hemagglutination reactions 1+ or less in tube may not be detected by the echo.in addition, certain subgroups of a may produce reactions that are weaker than those obtained with a or b red blood cells of most random donors. Depending on the subgroup involved, some may appear non reactive in direct agglutination tube tests.